Event description:
A male pt was enrolled in the study in 2007 with 3-vessel disease. The pt's medical history includes obesity, previous coronary intervention, previous CABG, hypertension, hyperlipidaemia, history of allergy/ hypersensitivity and peripheral vascular disease. The main indication for the intervention was stable angina pectoris. The pt's baseline heart rate was 65/min and his blood pressure was 126/47. The lesion initially treated was a saphenous vein graft. It was type c, bypass graft, de novo. The lesion had a reference vessel diameter of 3.5mm and a lesion length of 35mm. Pre-procedure diameter stenosis was 70%. A 3.50 x 23 and 3.50 x 13 cypher select plus stents were implanted. Post-procedure diameter stenosis was 0. Approx four months post index procedure the pt experienced chest pain. Then the pt was scheduled for an angiography. Approx five months post procedure, the pt was scheduled for an angio. Selective coronary angiography revealed 70% in-stent restenosis. Pt was treated with balloon dilatation.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2008-00706. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.